Event description:
During a tfn procedure, the surgeon was using the 6.0mm/10.0mm cannulated stepped drill bit. He pushed it over the guide wire, and the drill stop slipped off. The surgeon over-reamed by 5mm, but did not penetrate the cortex into the joint, which was confirmed by fluoroscopy. The helical blade was then properly seated, and the surgeon completed the procedure. This is 1 of 2 reports for this event.

Manufacturer narrative:
The device history records were reviewed and met spec. Product received intact with spring actuation mechanism properly working. Product dimensions which could be checked conform. Not all pertinent dimensions could be checked in the assembled state. The investigation is on going.